Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported a syncopal event. The patient was not sure if they received a shock. Attempts to interrogate the device failed despite several programmers and wands. A device reset was performed and the device was successfully interrogated. A request was made to have data from this device analyzed. Data analysis showed no suspicious faults or resets. The impedance appears normal and stable and the battery diagnostics appear normal. There were no episodes or shocks. Boston scientific technical services (ts) recommended normal device follows and to consider a holter monitor for rhythm disturbances.